Manufacturer narrative:
E1: initial reporter facility name: hospital (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluids. The patient was hospitalized and treated with vancomycin and rocephin for the event. The cause of the event and patient outcome were not reported. Action taken with pd therapy was unknown. No additional information is available.